Event description:
A us distributor reported that a patient was experiencing replace therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the cable connector not being fully seated in j503 in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged electrode belt.